Event description:
Complainant alleged that the clinicians were attempting to cardiovert a patient who was presenting an atrial fibrillation heart rhythm. The clinicians defibrillated the patient once at 200 joules, and then raised the joule setting to 300 joules, but the device again shocked the patient at 200 joules. The clinicians then obtained another device and successfully cardioverted the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.